Manufacturer narrative:
Intuitive followed up and confirmed procedure was completed robotically. The probable root cause is attributed to the tilt in the surgeon side console.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed via error logs upon arrival. The fse inspected digital pot and connections, set screw and performed ergo calibrations. The system was tested and verified as ready for use.

Event description:
It was reported that error 22018 appeared on one of the consoles. Technical support guided the staff through performing a hard cycle of the console, but the error persisted. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completed with no reported injury.